Event description:
It was initially reported by the company representative: service staff department has found that one of the screws that hold the scale to the spreader bar was loose. The customer explain that the scale and the spreader bar was separated when they used the lift and the patient fell down to his bed without any injuries. MFR #3007420694-2013-00063.